Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 56 mg/dl. Customer¿s current blood glucose value was 327 mg/dl. The customer treated with food. Troubleshooting was done for low blood glucose and over delivery. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the delivery accuracy test. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.